Event description:
The customer complained of questionable alb2 albumin gen.2 results for 2 patient samples tested on a cobas 8000 c (701) module. From the data provided, the data for 1 patient was a reportable malfunction. The initial alb2 result was 5.67 g/dl. The same patient sample was tested on another analyzer with an alb2 result of 3.97 g/dl. The erroneous result was not released outside of the laboratory. The alb2 result of 3.97 g/dl was deemed correct. There was no adverse event. The alb2 reagent lot was 33647301 with an expiration date of 31-jul-2019. The field engineering specialist found that the waste tubing on a cell rinse unit was damaged. He replaced the damaged rinse tubing. He performed precision verification checks with acceptable results. The issue was resolved by the service activities performed there have been no further issues following the service visit.